Event description:
Patient was not a good surgical candidate due to severe copd, heavy smoker, pvd, liver failure from alcoholism, no other option for treatment; presented with 4mm calcific iliacs. First attempt on the right side with a bifurcated device was unsuccessful. The physician switched to the left side and ran 16fr dilators up, however would not pass. Next, went up with a 10 x 2 balloon and inadvertently caused a spiral dissection in the iliacs; 3 icasts were placed to resolve. Second attempt with a new device was also unsuccessful. The device was removed, and went up with a 12 x 4 balloon and inadvertently dissected the iliac vessel more; 2 more icasts wer placed. The next attempt was with a competitor's device, however unsuccessful. The patient was converted to open repair, tolerated the procedure well, however still on a ventilator due to pre-existing comorbidities. Patient had 56ml of verced (for sedation). Patient later died of septecmia, secondary to open repair.

Manufacturer narrative:
Method: review of lot records/work orders, prior report. No issues were noted. Results, conclusions: operational context contributed to event.